Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level was 457 mg/dl. The insulin pump was off due to moisture exposure. Customer reported there was fluid in the battery compartment. Customer stated the battery cap was not damaged. The customer reported that sometimes during the night the insulin pump went off. The customer declined troubleshooting for high blood glucose as customer¿s blood glucose was high due to the insulin pump was not on all night. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with and critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify battery power loss anomaly due to critical pump error.